Event description:
The facility's biomed reported an incident of a failure code 500:320:675:0000 and subsequently free flow occurred while infusing a 500ml bag of pitocin. The pt, who was already sensitive to pitocin, was receiving a pitocin drip at gradually increased rates: 2ml/hr for 25 minutes, 4ml/hr for 30 minutes, 6ml/hr for 15 minutes, 8ml/hr for 18 minutes. The failure code occurred 18 minutes after the last rate increase. The nurse turned the pump off and then back on to clear the failure. According to the nurse, the IV tubing was already loose and the nurse did not have to activate the channel to pull the tubing out. The slide clamp on the tubing was reportedly opened at that moment, but the nurse did not close the slide clamp and instead, proceeded to load the tubing back into the pump. The pump however, "would not take the tubing back in". At this point (tubing out of channel) the pitocin free flowed. The amount that free flowed is unknown. The nurse closed the clamp and reinserted the tubing. The pt developed hypertonic contractions and the fetal heart rate dropped to 60's for approx 4 minutes. The pt was administered "amyl nitrate". The pt and the fetal heart rate recovered. The pitocin drip was held for a "short period of time". A new pump was obtained and the drip was restarted. The pt delivered the baby with no complications and no injury to the pt or to the baby resulted from the event. This event was also submitted via 30 day medwatch #6000001-2005-02770.